Event description:
It was reported that during testing conducted at the manufacturer facility the wire collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.

Manufacturer narrative:
A follow up report will be filed after the quality investigation has been completed.

Manufacturer narrative:
The diagnostic engineer found the metal surface of the driveshaft was scored upon disassembly. Metal debris was also found inside the device. The device was discarded by the manufacturer.

Event description:
It was reported that during testing conducted at the manufacturer facility, the wire collet was producing metal shavings. It was reported that there was no associated procedure. No patient involvement, no delay, no medical intervention and no adverse consequences were reported with this event.